Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and inflammation/irritation. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: - rupture: unable to observed rupture in the device. - inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the device. No further actions are required as the device was implanted.